Manufacturer narrative:
No pt info is available. The site initially provided the event info to biosense webster, inc. (Bwi) on (B)(4) 2011. Bwi notified ge healthcare on (B)(4) 2011. No further contact address or contact info was provided by bwi to ge healthcare. As the device was not available for eval, a device history record (DHR) review was conducted. The DHR indicates the proper materials and mfg methods were used to product this lot of materials. If the device is returned, eval will be performed and a f/u report submitted. There are no further actions planned at this time.

Event description:
It was reported that a pt experienced a pericardial effusion and subsequent tamponade resulting in asystole. The customer reported the physician was performing radio frequency ablation (rfa) on the pt's left atrium when asytole was noted. The physician paced the pt and continued the rfa. The pt then experienced bradycardia. An echocardiogram revealed the effusion and subsequent tamponade. A pericardiocentesis was performed and the pt was transported to the critical care unit.